Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "I have made a deviation on a PICC line, there was blood in the tube and I managed to aspirate it and thought it was ok to use the PICC line. Once I flushed it turns out that blood and saline are flowing out of the tube, not a hole but out of the PICC line where we give treatment so to speak."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "I have made a deviation on a PICC line, there was blood in the tube and I managed to aspirate it and thought it was ok to use the PICC line. Once I flushed it turns out that blood and saline are flowing out of the tube, not a hole but out of the PICC line where we give treatment so to speak."